Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. No further information could be obtained despite good faith effort. Additional information was received that the reason for revision was that the patient was experiencing inadequate stimulation.